Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Event reported via medwatch MDR report # mw5151066.

Event description:
It was reported a pericardial effusion occurred. During an atrial fibrillation (a fib) procedure, a versacross access solution kit was selected for use. A pericardial effusion (pe) was noted when the transseptal puncture (tsp) was being performed using versacross sheath and radio frequency wire. The pe was confirmed using an ultrasound scan with a non-boston scientific catheter. Hence, the ablation was not completed. The patient blood pressure was dropped. A pericardiocentesis was performed and the patient was stabilized. The device is not expected to be returned for analysis. Event reported via medwatch MDR report # mw5151066.